Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted the balloon ruptured. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual / tactile inspection was performed. A visual examination of the balloon identified no damages. Hypotube shaft profile: no issues identified with the hypotube shaft. Shaft polymer extrusion: no kinks or damages. However, there was a large build-up of blood inside the inflation lumen. A detailed microscopic examination of the balloon material identified a pinhole in the balloon material over the proximal edge of the proximal markerband. No issues were noted with the balloon which could have contributed to the pinhole leak. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Microscopic analysis was performed on shaft polymer extrusion profile: no issues identified during examination of the extrusion shaft. However, there was a large build-up of blood inside the inflation lumen. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was returned to the cis for analysis. A visual examination of the device identified a large build-up of blood inside the inflation lumen and balloon, which is consistent with a leak having occurred in the device. A detailed microscopic examination of the balloon material identified a pinhole in the balloon material over the proximal edge of the proximal markerband. No issues were noted with the balloon which could have contributed to the pinhole leak.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted the balloon ruptured. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.